Manufacturer narrative:
Reported event was unable to be confirmed. No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combinations. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04407. Implant date: unknown date in 2017. Medical devices: biomet cocr finned tib tray 67 mm catalog#: 141232 lot#: j3929433, series a pat w/wr std 28 1 peg eg catalog#: 184702 lot#: 590770, vanguard ps tib brg 63/67 x 14 mm catalog#: 183624 lot#: 293810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision due to infection and dislocation. Attempts have been made and no further information has been provided.